Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing an abdominal aortic aneurysm repair of the left hypogastric using nester platinum embolization coils. The coil shredded but was protected in the sheath. Nothing remained inside of the patient.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.